Manufacturer narrative:
The device was returned to the olympus service center for evaluation. The evaluation confirmed that the front panel display disappeared after starting or activating the device. The device cannot be operated due to a faulty cr board (sensor circuit board). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the high flow insufflation unit sounded an alarm when powering it on and then the front panel light turned off. There was no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the "alarm sounds and blackout" was due to a failure of the printed circuit board. The root cause of the reported event cannot be determined at this time. Olympus will continue to monitor field performance for this device.